Event description:
The report from the field indicated that the patient was treated by implantation of four (4) cypher stents during the index procedure in the right coronary artery (rca) target lesion. Eight and a half months after the index procedure, the patient returned to the hospital emergently with an acute myocardial infarction (ami). A repeat coronary angiogram revealed thrombus in the most distal cypher stent (3.00 x 13mm) that extended distally. Additionally, two (2) possible areas of stent fracture were noted in the area of overlap of two (2) cypher 3.0 x 33 mm stents also implanted during the index procedure. The late thrombosis (lt) and stent fracture(s) were treated by implantation of three (3) additional bare metal-stents (bms): guidant multi-link zeta rx 3.0 x 28 mm, 3.0 x 18mm, and 3.0 x 13 mm.

Manufacturer narrative:
The indication for the emergent index procedure was intermittent chest pain and a non-q mi. Coronary angiography demonstrated a 60% moderate stenosis in the left anterior descending (lad) artery, and mild 20% luminal irregularities in the circumflex, and a 90% critical hazy stenosis in the mid rca as well as segmental 50 to 60% stenosis throughout the proximal and distal rca. A cypher 3.0 x 33 mm stent (stent #1) was implanted at 13 atm for 30 sec in the mid rca. A cypher 3.0x13mm stent (stent #2) was implanted at 13 atm for 32 sec in the more distal aspect of the rca to cover a distal edge stenotic lesion. A cypher 3.0 x 33 mm stent (stent#3) was implanted at 14 atm for 45 sec in the mid to proximal rca. A cypher 3.0 x 18 mm stent (stent #4) was then implanted at 15 atm for 45 sec in the most proximal segment of the rca. The residual stenosis was reported to be less than 10%. The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt. This is one of four products used during the same procedure. Please reference MFR. Report# 3003742446-2006-00536, #3003742446-2006-00538, #3003742446-2006-00539, and #3003742446-2006-00608.